Manufacturer narrative:
The device has not been returned for evaluation. A supplemental report will be submitted if any additional information is received. The device history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Manufacturer narrative:
On (B)(6) 2021, a field service engineer replaced the elite interface control (eic) module in the system. Following replacement, the system was performing to specification and was released for clinical use. The module will be returned for evaluation. The device history was reviewed and found to meet manufacturing specifications. The investigation is ongoing.

Event description:
A facility in the (B)(6) reported that, during surgery, the system screen turned blue and the system shutdown. A backup system was used and the surgery carried on as normal. The surgery was extended by around twenty minutes. No impact to the patient who was under local anesthetic.